Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted. Motor was tested outside device and passed. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with damaged serial number label.